Manufacturer narrative:
At this time, the product has not been returned.

Event description:
It was reported that this right atrial (ra) lead was attempted due to unknown product performance issues. Another lead was used and the issue was solved. No adverse patient effects were reported. The lead is not expected to return.